Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the stm confirm the alarms in the iabp error logs. The stm performed all manifold leak test and the unit passed. The stm ran the iabp overnight and returned at a later date. The unit ran all night and day with out any gas loss alarms. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) falsely alarms "gas loss". It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.